Event description:
A customer reported encountering an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and after following the instructions, the customer successfully initiated a new sensor session, resolving the issue.